Event description:
The following is based on medical records provided by the pt: on (B)(6) 2008, the pt was implanted with a bard ventralex hernia patch to repair an epigastic hernia. During a followup office visit on (B)(6) 2008, it was noted that the pt developed cellulitis surrounding the incision. He was given antibiotics and a small suture was removed. Two and a half years later the pt presented to an allergist with pruritis (itching). Over two and half year after that visit the pt presented to his med with complaint of pruritis with suspicion of the hernia mesh being the cause. Two weeks later he underwent a CT, results were normal and failed to reveal a recurrent hernia or any other significant findings. The pt was referred to an allergist where the pt underwent mesh patch testing.

Manufacturer narrative:
Based on the results of the patch testing the pt had a mild reaction and the allergist recommends the pt get a second opinion in which a treatment course can be prepared. No add'l surgical intervention has been planned at this time. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. At this time it is unclear to what extent if any implanted mesh has contributed to the pt's pruritis. If add'l event and/ or evaluation information is obtained, a follow up MDR will be submitted.